Event description:
A customer contacted company regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. The accu tni result was 0.69ng/ml. The result was reported out of the lab. The customer collected a fresh sample from the patient and tested for accu tni; the result was 0.02ng/ml. The customer then re-tested the patient original sample for accu tni; the results were 0.02ng/ml and 0.03ng/ml (tested in duplicate). The customer did not receive any report of change to patient treatment that can be attributed or connected with this event.